Event description:
It was reported that this was an arteriotomy closure of small-bore holes in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using one prostyle device at each access site after a pelvic recanalization with kissing stents procedure with 8f sheaths. Reportedly, prompt hemostasis was achieved on the rcfa. There was prolonged bleeding on the lcfa. Hemostasis on the lcfa was achieved with a little bit of manual compression. During the course of the procedure, the patient complained of paresthesia in the right leg. Computed tomography angiography performed on the same day revealed a new short-range occlusion of the rcfa. The occlusion generally improved with heparin administration; however, ultimately, a surgical revision of the right groin was necessary the next day. The posterior wall of the neointima was noted to have been pulled forward by the prostyle suture, with local dissection and thrombus. The patient is now stable. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.na

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulty and the subsequent treatment appears to be related to circumstances of the procedure. Based on the reported information it is likely there was a poor or partial capture of the vessel. The reported patient effect of hemorrhage is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.